Manufacturer narrative:
E1 facility name: (B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope connector failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope presented a scope error e315. The event was found during maintenance. There were no reports of patient involvement.